Event description:
It was reported that on literature review "effects of intertan and pfna- fixation on postoperative rehabilitation and prognosis of elderly patients with intertrochanteric fracture of femur" one patient experienced an unspecified infection after a primary internal fixation surgery with the trigen intertan system. It is unknown if the condition required a medical intervention. The current state of health of the patient is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). "Effects of intertan and pfna- fixation on postoperative rehabilitation and prognosis of elderly patients with intertrochanteric fracture of femur". Doi: 10.19435/j, 1672-1721.2022.02.043.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause of the infection and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.